Manufacturer narrative:
(B)(4) . An event indicative of a potential malfunction of the drain bag set was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed air bubbles in the tubing a 3l drain bag system. This occurred during peritoneal dialysis therapy, "when the fluid was draining into the plastic tubing." There were no irregularities noticed with the tubing, and the device was stored in the patient's house. The patient completed draining but had to drain twice. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A reserved sample from the same lot was tested, but there were no issues identified. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.